Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent profile problem occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a guide catheter was in place and a wire crossed the lesion, pre-dilation was performed and a 2.75 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. Following stent deployment, intravascular ultrasound (ivus) was performed, and it was confirmed that the stent length was 30mm. The stent was well apposed to the vessel wall and no additional intervention was performed. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis and it was confirmed in the complaint report that the stent was placed at the targeted lesion in the patient¿s body. As part of analysis, a measurement of the distance between the distal edges of proximal markerband to proximal edge of distal markerband was taken and the result was approximately 25.5mm in length. The balloon cones were reviewed and no issues were noted. The balloon appeared as if it was subjected to positive pressure, crimp stent marking were visible on balloon body indicating that the stent was crimped on the balloon prior to deployment. Hardened medium was also noted inside the balloon body. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent profile problem occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a guide catheter was in place and a wire crossed the lesion, pre-dilation was performed and a 2.75 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. Following stent deployment, intravascular ultrasound (ivus) was performed, and it was confirmed that the stent length was 30mm. The stent was well apposed to the vessel wall and no additional intervention was performed. The procedure was completed. No patient complications were reported and the patient's status was good.